Event description:
Grade 3/4 biochemical toxicity [device toxicity] . Case description: initial information received on 06-may2016: this literature poster abstract case report was published in 2016 in the electronic poster abstracts by liefhooghe et al. With the title "outcomes of therasphere radioembolization for colorectal metastases and hepatocellular cancer: a single center experience." This poster abstract concerns two patients (age and gender not reported) among a group of 39 patients undergoing y90 glass microsphere treatment for metastatic crc and hcc from jun2008 to jun2015 (batch number, expiration date, dosage not provided). Neither medical history nor concomitant medications were provided. On an unspecified date, two patients experienced grade 3/4 biochemical toxicity. The outcome of the events is unknown. No other information is reported the author assessed the seriousness of the event as grade 3-4. The company assessed the event as serious (medically significant due to the grade of the events. No further information anticipated. This is considered a final report. Case comment: device toxicity is considered unlisted as per the current therasphere instructions for use. In agreement with the author's assessment, the company considered the event as related to the therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Clinical deterioration [general physical health deterioration]. Liver function deterioration [hepatic function abnormal]. Ascites around liver [ascites]. Fatigue [fatigue]. Case description: initial information received on 06-may2016:this literature poster abstract case report was published in 2016 in the hpb (the official j of the international hepato pancreato biliary association) electronic poster abstracts by liefhooghe et al. With the title "outcomes of therasphere radioembolization for colorectal metastases and hepatocellular cancer: a single center experience." This poster abstract concerns two patients (age and gender not reported) among a group of 39 patients undergoing y90 glass microsphere treatment for metastatic crc and hcc from jun2008 to jun2015 (batch number, expiration date, dosage not provided). Neither medical history nor concomitant medications were provided. On an unspecified date, two patients experienced grade 3/4 biochemical toxicity. The outcome of the events is unknown. No other information is reported the author assessed the seriousness of the event as grade 3-4. The company assessed the event as serious (medically significant due to the grade of the events. No further information anticipated. This is considered a final report. Update information: this report is being resubmitted at this time as day 0 was incorrectly reported as 06-may-2016 in the initial version and has been corrected to 01-may-2016. Follow-up information will be requested as contact information for the authors has been obtained. The next final/follow-up report will be send in 30 days. Follow-up information received on 08-jun-2016: the author (physician) provided additional information for one of the two patients reported to have experienced grade 3/4 biochemical toxicity. This case concerned a (B)(6)-year old female patient that underwent therasphere yttrium 90 treatment for hepatocellular carcinoma. No medical history or concomitant medications were provided. On (B)(6) 2014, the patient underwent radioembolization with 3.04 gbq therasphere (yttrium 90) (lot/batch number and expiration date unknown) in the left and right liver lobe for hepatocellular carcinoma. On (B)(6)2014, 31 days after the treatment with therasphere, the patient developed clinical deterioration and liver function deterioration. On an unknown date, the patient experienced ascites around liver and fatigue. On (B)(6) 2014 the events clinical deterioration and liver function deterioration stopped. The patient did not recover from the events clinical deterioration and liver function deterioration. The outcome and end date for ascites around liver and fatigue was not reported. The reporter assessed the events clinical deterioration and liver function deterioration to be life threatening and related to the use of therasphere. The reporter did not provide a seriousness or causality assessment for the events ascites around liver and fatigue. The company assessed the events clinical deterioration, liver function deterioration and ascites around liver as serious (life threatening, medically significant) and the event fatigue as non-serious. Additional follow up information has been sought. Next report will be sent in 30 days. Follow-up information received on 06-jul-2016: the patient's medical history included cirrhosis, thrombosis of right portal vein and mesenterial vein, varices oesophageal grade ii, antral gastritis and orthopedic antecedents not specified. The patient's concomitant medication included augmentin (1g, 2x2 daily, unclear injection), bisoprolol (5 mg daily), contramal (100 mg, twice daily), coruno (16 mg daily), indapamide (2.5 mg daily), pantomed (40 mg daily), stilnoct (10 mg daily), temesta (1 mg daily), trazolan (100 mg, daily). The physician reported that the patient had limited ascites at start treatment (scan before treatment); afterwards clear increase of ascites 1 month after procedure (next scan). The patient also experienced strong increase (++) of fatigue after the procedure. The events ascites around the liver and fatigue were not resolved. The outcome of the events clinical deterioration and liver function deterioration was fatal. On (B)(6) 2015 the patient died of liver failure. The reporter considered ascites around liver as partially related and fatigue as related to the use of therasphere. The company assessed the events clinical deterioration, liver function deterioration and ascites around liver as serious (fatal, life threatening, medically significant) and the event fatigue as non-serious no device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: general physical health deterioration and hepatic function decreased is considered unlisted as per the current therasphere instructions for use. Ascites and fatigue are considered listed as per the current therasphere instructions for use. The reporter assessed the events clinical deterioration, liver function deterioration and fatigue as related to the treatment and ascites around liver as partially related to the treatment. In agreement with the reporter, the company considered all events experienced by the patient as related to therasphere, since its role cannot be excluded. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. This case is linked with case (B)(4).

Event description:
Clinical deterioration [general physical health deterioration]. Liver function deterioration [hepatic function abnormal]. Ascites around liver [ascites]. Fatigue [fatigue]. Case description: initial information received on 06-may2016: this literature poster abstract case report was published in 2016 in the hpb (the official j of the international hepato pancreato biliary association) electronic poster abstracts by liefhooghe et al. With the title "outcomes of therasphere radioembolization for colorectal metastases and hepatocellular cancer: a single center experience." This poster abstract concerns two patients (age and gender not reported) among a group of 39 patients undergoing y90 glass microsphere treatment for metastatic crc and hcc from jun2008 to jun2015 (batch number, expiration date, dosage not provided). Neither medical history nor concomitant medications were provided. On an unspecified date, two patients experienced grade 3/4 biochemical toxicity. The outcome of the events is unknown. No other information is reported the author assessed the seriousness of the event as grade 3-4. The company assessed the event as serious (medically significant due to the grade of the events. No further information anticipated. This is considered a final report. Update information: this report is being resubmitted at this time as day 0 was incorrectly reported as (B)(6) 2016 in the initial version and has been corrected to (B)(6) 2016. Follow-up information will be requested as contact information for the authors has been obtained. The next final/follow-up report will be send in 30 days. Follow-up information received on 08-jun-2016: the author (physician) provided additional information for one of the two patients reported to have experienced grade 3/4 biochemical toxicity. This case concerned a (B)(6) female patient that underwent therasphere yttrium 90 treatment for hepatocellular carcinoma. No medical history or concomitant medications were provided. On (B)(6) 2014, the patient underwent radioembolization with 3.04 gbq therasphere (yttrium 90) (lot/batch number and expiration date unknown) in the left and right liver lobe for hepatocellular carcinoma. On (B)(6) 2014, 31 days after the treatment with therasphere, the patient developed clinical deterioration and liver function deterioration. On an unknown date, the patient experienced ascites around liver and fatigue. On (B)(6) 2014 the events clinical deterioration and liver function deterioration stopped. The patient did not recover from the events clinical deterioration and liver function deterioration. The outcome and end date for ascites around liver and fatigue was not reported. The reporter assessed the events clinical deterioration and liver function deterioration to be life threatening and related to the use of therasphere. The reporter did not provide a seriousness or causality assessment for the events ascites around liver and fatigue. The company assessed the events clinical deterioration, liver function deterioration and ascites around liver as serious (life threatening, medically significant) and the event fatigue as non-serious. Additional follow up information has been sought. Next report will be sent in 30 days. Case comment: general physical health deterioration and hepatic function decreased is considered unlisted as per the current therasphere instructions for use. Ascites and fatigue are considered listed as per the current therasphere instructions for use. The reporter assessed the events clinical deterioration and liver function deterioration as related to the treatment but did not assess the events ascites around liver and fatigue. Although limited information was provided by the reporter, the company considered all events experienced by the patient as related to therasphere, since its role cannot be excluded. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Event description:
Grade 3/4 biochemical toxicity [device toxicity]. Case description: initial information received on 06-may2016: this literature poster abstract case report was published in 2016 in the electronic poster abstracts by liefhooghe et al. With the title "outcomes of therasphere radioembolization for colorectal metastases and hepatocellular cancer: a single center experience." This poster abstract concerns two patients (age and gender not reported) among a group of 39 patients undergoing y90 glass microsphere treatment for metastatic crc and hcc from jun2008 to jun2015 (batch number, expiration date, dosage not provided). Neither medical history nor concomitant medications were provided. On an unspecified date, two patients experienced grade 3/4 biochemical toxicity. The outcome of the events is unknown. No other information is reported the author assessed the seriousness of the event as grade 3-4. The company assessed the event as serious (medically significant due to the grade of the events. No further information anticipated. This is considered a final report. Update information: this report is being resubmitted at this time as day 0 was incorrectly reported as (B)(6)-2016 in the initial version and has been corrected to (B)(6)-2016. Follow-up information will be requested as contact information for the authors has been obtained. The next final/follow-up report will be send in 30 days. Case comment: device toxicity is considered unlisted as per the current therasphere instructions for use. In agreement with the author's assessment, the company considered the event as related to the therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.